Event description:
It was reported that the patient with an implantable device experienced a situation in which life support was required and a heart transplant was required. Furthermore, rejection medicine was required, and this affected their kidneys, for which the patient has needed dialysis due to kidney failure and had undergone 94 blood transfusions according to the same patient at the time of the call. The device was returned for analysis, but it is not clear at this time which device was involved. According to the field representative the patient had suffered from sudden cardiac arrest in the past and had worsening heart failure for which the patient required recurrent shocks for ventricular tachycardia. Also, there was no allegation of our device malfunctioning, but the field representative was not sure about the heart transplant, procedures and medications given during the period of hospitalization. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with an implantable device experienced a situation in which life support was required and a heart transplant was required. Furthermore, rejection medicine was required, and this affected their kidneys, for which the patient has needed dialysis due to kidney failure and had undergone 94 blood transfusions according to the same patient at the time of the call. The device was returned for analysis, but it is not clear at this time which device was involved. No additional adverse patient effects were reported.